Event description:
It was reported that during the cerebral thrombectomy procedure, after recanalization was achieved, the operator attempted to remove the subject balloon guide catheter, however, strong resistance was encountered when the subject balloon came close to the introducer sheath and it was difficult to remove the system. The entire system was barely removed from the body, and it was found that the subject balloon was broken. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added, h3 device evaluated by mfg ¿updated, d4 expiration date - added, d9 product available to stryker ¿ updated, d9 returned to manufacturer on ¿updated, d4 gtin - updated. There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the catheter shaft was seen to be kinked at 4cm. The catheter shaft was seen to be damaged with wrinkling noted to the outer shaft, at 40cm. The balloon material was seen to be ruptured and torn. Functional inspection was not performed due to damage to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event: ¿balloon catheter broken/fractured during use¿ was not confirmed; however, the damage to the balloon was likely to have been perceived as a fracture to the balloon catheter. The reported event: ¿balloon catheter difficulty removing withdrawing¿ could not be replicated; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received, based on the damage noted. Additional information received indicated continuous flush was set up and maintained throughout the clinical procedure, the patient¿s anatomy was of average tortuosity, the balloon was confirmed to be completely deflated before withdrawing the device. The device was returned and there was kinking and deformation noted to the balloon catheter shaft. The balloon material had been ruptured and peeled back off the balloon catheter. The damage noted to the balloon indicated friction being experienced during withdrawal of the balloon catheter. If the balloon had been inflated or even partially inflated during the removal attempt this may have been caught in the distal end of the introducer sheath causing the balloon to rupture and peel as was noted during analysis. An assignable cause of procedural factors will be assigned to the reported event: ¿balloon catheter difficulty removing/withdrawing¿ and to the analyzed events: ¿balloon catheter kinked/bent¿, ¿balloon catheter damaged¿ and ¿balloon burst/ruptured during use¿, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. The reported event: ¿balloon catheter broken/fractured during use¿ was not confirmed as the balloon itself was found to be burst/ruptured, it is likely to have been perceived as a balloon catheter fracture. An assignable cause of not confirmed will be assigned to the reported event: ¿balloon catheter broken/fractured during use¿.

Event description:
It was reported that during the cerebral thrombectomy procedure, after recanalization was achieved, the operator attempted to remove the subject balloon guide catheter, however, strong resistance was encountered when the subject balloon came close to the introducer sheath and it was difficult to remove the system. The entire system was barely removed from the body, and it was found that the subject balloon was broken. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.